Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced extracardiac stimulation from the left ventricular (lv) lead during a device check. The lv lead pacing configuration was reprogrammed and the lead remains in use. The patient is a participant in (B)(6). No further patient complications have been reported as a result of this event.